Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit deflates by itself during surgery. On (B)(6) 2018, it was clarified that there was no medical intervention or additional surgical procedures were required. Another device was used to complete the surgery. The surgical technique was followed. The customer returned an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) as documented in the repair reports. Product review of the a.t.s. 2200ts tourniquet on (B)(6) 2018 revealed that the device needed the software upgraded to the latest version. Repair of the a.t.s. 2200ts tourniquet was performed by zimmer biomet surgical on (B)(4) 2018 which included upgrading the software to the latest version. A.t.s. 2200ts tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the device functioned as intended during initial inspection. The root cause of the device deflating by itself cannot be specifically determined with the provided information since the device functioned as intended during product review. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit spontaneously deflates during surgery. There was no harm or delay and an alternate device was used for the surgery. No adverse events have been reported as a result of this malfunction.